Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with a bicuspid aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification using a 20 millimeter (mm) non-medtronic balloon. Upon fluoroscopic inspection of the valve load, no issues were identified. During advancement, the delivery catheter system (dcs) was unable to cross the native aortic valve after multiple attempts. The guidewire was switched to a non-medtronic guidewire and advancement was attempted again with no success. A 25 mm non-medtronic snare was used to snare the nose cone of the dcs, and the dcs was able to cross the native valve. Upon the first deployment attempt, the implant depth was too shallow and the valve was recaptured. Upon the second and third deployment attempts, the valve was recaptured due to the implant depth being too deep. Upon the fourth deployment attempt, an infold was observed. It was noted that the target implant depth when the infold occurred was 3 mm on the non-coronary cusp (ncc), and 3 mm on the left coronary cusp (lcc). Subsequently, the system was withdrawn from the patient, and a new valve and new dcs were used to complete the procedure. Following the implant of the valve, the patient's gradient resolved, and mild to moderate paravalvular leak (pvl) was observed. Per the physician, the patient's calcified bicuspid native valve contributed to the advancement issue and infold. It was noted that a 20-30 minute procedural delay occurred as a result of this issue. No patient complications were reported as a result of this event. On a transthoracic echocardiogram the following day, the pvl was mild. No treatment was performed to address the pvl.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with a bicuspid aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification using a 20 millimeter (mm) non-medtronic balloon. Upon fluoroscopic inspection of the valve load, no issues were identified. During advancement, the delivery catheter system (dcs) was unable to cross the native aortic valve after multiple attempts. The guidewire was switched to a non-medtronic guidewire and advancement was attempted again with no success. A 25 mm non-medtronic snare was used to snare the nose cone of the dcs, and the dcs was able to cross the native valve. Upon the first deployment attempt, the implant depth was too shallow and the valve was recaptured. Upon the second and third deployment attempts, the valve was recaptured due to the implant depth being too deep. Upon the fourth deployment attempt, an infold was observed. It was noted that the target implant depth when the infold occurred was 3 mm on the non-coronary cusp (ncc), and 3 mm on the left coronary cusp (lcc). Subsequently, the system was withdrawn from the patient, and a new valve and new dcs were used to complete the procedure. Following the implant of the valve, the patient's gradient resolved, and mild to moderate paravalvular leak (pvl) was observed. Per the physician, the patient's calcified bicuspid native valve contributed to the advancement issue and infold. It was noted that a 20-30 minute procedural delay occurred as a result of this issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0012490482); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.